Event description:
It was reported that one programmer would freeze up while using the analyzer, and the other would not allow data to be entered on the patient screen for devices. As soon as data was input, the programmer would display all xxxxxx's on the screen. The programmers were replaced to finish the cases. Both programmers, serial numbers (B)(4), were later returned for repair. Because the sales representative could not remember which programmer exhibited which behavior, both reports are being considered for each of the programmers. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.